Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified one-link connector broke into pieces while in use on a patient; further described as ¿it was on a patient and it continued to break into more pieces.'' This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that the one-link housing was separated. The reported problem was verified. By the nature of the sample, no additional tests were performed. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.